Event description:
The patient was undergoing a coil embolization procedure using ruby coils. After successfully deploying and detaching three ruby coils, the physician was unable to advance five additional ruby coils through another manufacturer's microcatheter. The physician attempted to use a new ruby coil; however, upon removal from the packaging, the pusher wire of the ruby coil was found kinked and was not used. The physician was satisfied with the three implanted ruby coils and chose to end the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the ruby coil pet lock was intact. The ruby coils that were 60 cm in length could not be distinguished from each other. All ruby coil pusher assemblies were kinked approximately 5.0 cm from the proximal end. All ruby coil pusher assemblies were kinked in multiple locations. One of the 60 cm ruby coils was fractured approximately 5.0 cm from the proximal end, causing the pull wire to retract, and the coil to detach from the distal detachment tip (ddt). All other coils were still intact with the pusher assembly ddts. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a coil embolization procedure. After three ruby coils were successfully advanced and delivered, the physician attempted to deliver five additional ruby coils through another manufacturer's microcatheter. During the procedure, the physician was having trouble advancing the ruby coils into the microcatheter. In addition, one ruby coil was found to be kinked during removal from the packaging, and was not used. Evaluation of the returned devices revealed kinks along the lengths of all the ruby coil pusher assemblies. This type of damage typically occurs due to improper handling during use. If the ruby coils were manipulated against resistance with excessive force or at an angle, this type of damage may occur. One of the ruby coils underwent an unintentional detachment. This failure likely occurred due to the fracturing of the pusher assembly hypotube, and the subsequent withdrawal of the pull wire. If the pull wire is withdrawn, the proximal constraint sphere of the coil can be dislodged from the pusher assembly ddt. All the ruby coil ods were measured to be within specification. The non-penumbra catheter mentioned in the complaint was not returned for evaluation and, therefore, the root cause of this complaint could not be determined. The penumbra devices mentioned in the complaint are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00621, 00623, 00624, 00625, and 00626.